Event description:
It was reported that the customer was taken to the emergency room with a high blood glucose of 471 mg/dl. It was stated that the customer felt light headed and weak. It was also stated that the insulin pump had given a button error alarm that could not be cleared. The customer changed the battery, but that did not solve the issue. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.